Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. It was reported that the patient was with a friend and was driving at the time of the event. It was also alleged that the patient was wearing the lifevest at the time of passing and that resuscitation efforts were made. The ECG data at the time of the death is not available for review. Downloaded flag data from the monitor do no indicate any arrythmia declarations. The patient passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. The cable connecting ECG b to ECG a was cut between ECG b and ECG a. The cause of the failure was the cut cable. The root cause for the cut cable was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was able to successfully detected and treated an arrythmia. Upon further evaluation, there were also clock and memory errors. There is no evidence to suggest these errors precluded the device's ability to detect and treat an arrythmia. Device manufacture date: monitor sn (B)(4): 09/14/2011 - reuse. Electrode belt sn (B)(4): 12/30/2008 - reuse. Explanation: a review of the patient's downloaded flag file data indicated that there were no arrythmias detected prior to device deactivation. The associated ECG data at the time of the event is not available for evaluation. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the lifevest did not contribute to the patient's death, we are reporting this event out of an abundance of caution. The monitor errors did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.